Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under (B)(6) years old, which is off-label usage of the device. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external/exterior visual inspection was performed and passed. Receiver charges and boot up: passed. Perform paring\calibration\performance\range test: passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.